Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: son called on behalf of his elderly dad stated, when he primes the pen needle, he is getting leakage at the non patient end around the hub. Stated, its happened a few times when he's assisting his dad with the injection and its happened when the aid is assisting him as well.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: son called on behalf of his elderly dad stated, when he primes the pen needle, he is getting leakage at the non patient end around the hub. Stated, its happened a few times when he's assisting his dad with the injection and its happened when the aid is assisting him as well.